Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g7 sensor and initially received blood glucose readings on the ilet, after which the system displayed signal loss despite the ilet indicating it was paired with the sensor. Symptoms included no reported adverse physiological effects. Outcomes included restoration of blood glucose display on the ilet following troubleshooting. Investigation included technical troubleshooting and user education, including toggling between g6 and g7 settings and restarting the ilet. Investigation of this case revealed that signal was reestablished and the device functioned as intended after the troubleshooting steps. It was concluded that the event was resolved through user-guided troubleshooting without clinical sequelae and without evidence of ilet device malfunction.